Manufacturer narrative:
The complaint states revision total knee replacement performed on (B)(6) 2016. Patient underwent primary total knee replacement on (B)(6) 2008 patient has presented with ongoing pain specifically when weight bearing. This pain has been described by the patient as pain in the tibia. A decision was made to revise the tibial component. On opening the knee, no signs of infection were evident (frozen section came back negative). The knee appeared to be well balanced (patients pre revision rom was approximately 10 to 80degrees). Tibial component was not overtly loose but was able to be removed without too much tibial bone being removed. Tibial canal was reamed and a mbt revision tray and new pfc cr rp insert implanted. X-ray photos are available. No further information is available. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has presented with ongoing pain specifically when weight bearing. This pain has been described by the patient as pain in the tibia. A decision was made to revise the tibial component.